Manufacturer narrative:
(B)(4). Batch #: t95c1w. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device? Investigation summary: the device was returned with the blade scratched and cracked. The tissue pad was returned with signs of normal wear and firmly attached to the clamp arm. During functional testing on gen11, an alert screen was displayed. There was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and the clicker was not found to be present. The shroud post closest to the clicker slot was observed to be loose. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the clicker was not present. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the plastic tip(pad) was divided from the jaw.